Event description:
It was reported via repair work order that the bed would not go into trend when lowering and foot end of bed may have been stuck elevated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed would not go into trend when lowering and foot end of bed may have been stuck elevated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined this is a duplicate of medwatch MFR report # 0001831750-2013-11013.